Event description:
The meter was set to the incorrect unit of measurement. The pt reported that her meter was not previously set incorrectly. It would have been helpful to know how long she has had the meter. She reported a result of "12.0", which converted to mg/dl would be 216 mg/dl. It is likely that the pt interpreted the result as 120 mg/dl. On the day of the event, the pt reported a low blood glucose result, so she was taken to the hospital . Before leavingt to the hospital, the pt ate gluocse tablets, peppermint candies, and drank orange juice. At the hospital, the pt was given IV glucose. The result, if any, obtained at the hospital was not reported. It would have been helpful to know what the pt's result was at home, before going to the hospital and if the pt adjusted her medications prior to the hospitalization. Based on the information provided, the pt obtained a low result, treated herself for low, and was treated at the hospital for low. A repalcement meter has been sent.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.